Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported a system message displayed and the lighting was not bright during a procedure. The case was completed. There was no harm to the patient. This is the second of five files.